Event description:
Additional information received indicated that the patient was stable before, during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range, high voltage lead impedance was observed during a clinic visit. Programming changes were made and new impedance values were normal. The lead was extracted and replaced during a device change out procedure. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.